Event description:
A customer reported the equipment shut down, the monitor was flashing and the images were blurry during surgery. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).